Event description:
(B)(6) clinical study. Same patient as MDR ID#:2134265-2012-04575, 2134265-2012-04574, 2134265-2012-04855. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2010, the patient presented with retrosternal chest pain radiating to jaw and neck with diaphoresis and shortness of breath. The patient was diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The 1st lesion was located in the mid right coronary artery (mid rca) with 99% stenosis and was 16mm long with a reference vessel diameter of 3.10mm. The physician treated the lesion with pre-dilation and placement of a 2.75x20mm taxus liberte stent. The 2nd lesion was located in the distal right coronary artery (dist rca) with 50% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. During the index procedure, type a dissection was noted after the 2.75x20mm taxus liberte stent was deployed in mid rca and post-dilation using a 3.0x15mm quantum balloon. The grade a dissection and the 50% stenosis in the distal rca was treated with placement of a second 2.75x16mm taxus liberte stent in distal rca, which was overlapping the first stent in mid rca. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).